Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a bariatric procedure, in general the staff has been having a green load that is not completing the firing sequence, this was the first firing. No buttressing was used and the device was not difficult to remove. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.